Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiogram (ice) was used intra-procedure. A watchman fxd curve access system (was) was advanced into the left atrium. A 27mm watchman flx closure device and delivery system (wds) was advanced and positioned at the laa. After deployment of the wds, a thrombus was noted to have formed on the face of the device as noted on ice. The wds met release criteria, so it was implanted. No further consequences or patient complications were noted. The procedure was concluded successfully.